Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ("diverse allergic events") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal distension ("abdominal bloating") and menorrhagia ("hypermenorrhea") and was found to have weight increased ("weight gain"), 11 months after insertion of essure. The patient was treated with surgery (essure was removed with bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, headache, abdominal distension, menorrhagia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, headache, hypersensitivity, menorrhagia and weight increased with essure. The reporter commented: the essure lot number was unknown, but the sample was available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ("diverse allergic events") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal distension ("abdominal bloating") and menorrhagia ("hypermenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure was removed with bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, headache, abdominal distension, menorrhagia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, headache, hypersensitivity, menorrhagia and weight increased with essure. The reporter commented: the sample is available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.